Event description:
A customer reported receiving a minimum fill notification, which indicated an issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer followed guidance from technical support, which involved removing the pump from its case and cleaning the pneumatic tap area with an alcohol wipe or lint-free cloth. Afterward, the customer successfully loaded a new cartridge onto the pump, resolving the issue.